Event description:
In 2008, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. The trunk-ipsilateral leg component was placed as planned, but during repeated attempts to cannulate the contra-lateral side, a wire perforated the left common iliac artery. The physician decided to perform an aorto-uni-iliac procedure, and another trunk-ipsilateral leg component was placed on the ipsi-lateral side. A contralateral leg component was then placed to occlude the iliac perforation, and the device covered the left internal iliac artery. The procedure was concluded with a fem-fem bypass, and no further complications have been reported. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing records is being conducted. Additional devices: pxc141400/06199608, pxc141000/06014342.